Event description:
The following information was reported: there was no white advancer tube in the device therefore the sealant was not deployed at the end of the advancer tube. Manual compression was applied for an unknown duration. In the doctor's opinion, the event was caused by the mynx device/mynx procedure because the hospital team believed that the advancer tube was left out of the manufacturing process. Additional information: vessel type procedure type: intervention.

Manufacturer narrative:
Visual inspection of the device showed that the shuttle was engaged to the handle. The sealant was protruding from the shuttle cartridge side the slit. The advancer tube was found inside the shuttle cartridge which indicated an incomplete engagement of the advancer tube. The shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp locks. The catheter, shuttle cartridge and advancer tube were inspected for anomalies that may have obstructed the device path during the deployment. No anomalies were observed. Based on the provided information and the investigation performed, the reported event might have been caused by an incomplete engagement of the advancer tube during the procedure; however, the root cause of the event could not be conclusively determined. The review of the lhr (f1426605) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).